Manufacturer narrative:
Investigation summary: four photos were received and evaluated. One photo displayed a 1ml syringe in a fully sealed blister pack with no defects observed. Two photos displayed a loose 1ml syringe with the zero line of the scale shifted up towards the flange approximately 0.02ml to 0.5ml. It was also observed the wings of the flange were bent in two different directions with one bent 90-degrees down and one bent 45-degrees up. Both defects were rejectable per product specification. Two photos also displayed two different top webs from batch 9108806 and 9112909 (p/n 309628). Machine logs indicate there were dial issues during the manufacture of the batches provided. Potential root cause for the volumetric accuracy defect is associated with the marking process. The dial issues at the printing machine were most likely the cause of the bent flange. Due to the upward bent flange, the barrel alignment going into the marker would have been shifted slightly downward causing the print to be applied higher up than intended which is consistent with the photos provided. A detection and rejection system to check for upward bent flanges will be implemented by 30march 2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the scale markings on the bd syringe luer-lok¿ tip were inaccurate and "shifted down" on the barrel. The defect was found before use. Lot #'s 9108806 and 9112909 were provided by the customer, but it is unknown which lot(s) was involved in the event, and unknown how many occurrences happened within one or both lots. The following information was provided by the initial reporter: "the scale markings were inaccurate on the barrel. The scale markings were shifted down noticeably from other syringes." A 1 ml syringe was found to be calibrated incorrectly. This syringe was being used for chemo drugs. You can also see in the picture that the wings by the plunger were not straight across, one side is turned downwards.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9108806. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-18. Medical device lot #: 9112909. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd syringe luer-lok¿ tip were inaccurate and "shifted down" on the barrel. The defect was found before use. Lot #'s 9108806 and 9112909 were provided by the customer, but it is unknown which lot(s) was involved in the event, and unknown how many occurrences happened within one or both lots. The following information was provided by the initial reporter: "the scale markings were inaccurate on the barrel. The scale markings were shifted down noticeably from other syringes." A 1 ml syringe was found to be calibrated incorrectly. This syringe was being used for chemo drugs. You can also see in the picture that the wings by the plunger were not straight across, one side is turned downwards.